Event description:
A (B)(4) distributor shipped back four batteries for an unrelated issue. During service investigation, reportable problems were discovered.

Manufacturer narrative:
Device evaluation of batter pack sn (B)(4) has been completed. As received, the battery would not communicate and the connector was damaged. The cause of the lack of communication is the damaged connector. The root cause of the damaged connector cannot be positively identified but is likely physical abuse. Device evaluation of batter pack sn (B)(4) has been completed. As received, the battery would not communicate. The root cause of the lack of communication is likely due to aging of the battery cells. The battery cells were 5 years old. Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery connector shell was damaged. The root cause of the damaged connector shell cannot be positively identified but is likely physical abuse. Device evaluation of battery pack sn (B)(4) has been completed. As received, there was a bent pin in the battery connector. The root cause for the bent pin cannot be positively identified but is likely excessive force when mating the battery with the monitor or charger. No adverse event resulted from the defective battery packs. (B)(4).